Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that patient was implanted with trochanteric fixation nail-advanced (tfna) on (B)(6) 2019. The nail broke through the hole where the lag screw passes in (B)(6) 2019. Tfna was removed and replaced with another nail on (B)(6) 2020. Concomitant device reported: 5.0mm titanium locking screw with t25 stardrive recess (product: 04.005.524s lot number: 1l59549 quantity: 1), femoral neck screw, perforated sterile (product: 04.038.205s, lot number: h825459, quantity: 1), tfna end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) 12mm/125 deg ti cann tfna 235mm/right - sterile. This is report 1 of 1 for complaint pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Reviewing attached picture, the breakage of the nail can be confirmed. The breakage point goes through the hole at the head. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: monument manufacturing date: 10-may-2018, expiration date: 01-apr-2028, part number: 04.037.214s, 12mm/125 deg ti cann tfna 235mm/right- sterile, lot number: h626216 (sterile) component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55 , lot number: l477863, part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h529608, part number: 04.037.912.3, tfna lock drive, bp58, lot number: h616344, part number: 21127, timoagri16.00, bp80, lot number: h455673. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.